Event description:
The customer reported a replacement speaker for the system. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
Philips received a complaint on the intellivue mp5 monitor indicating the system displayed an error for a speaker malfunction. It is unknown if the device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system speaker was faulty. The fse provided the customer with a replacement speaker to resolve their issue.